Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Upon evaluation the breakage of the electrode tip could be confirmed. The broken off piece was not returned. There are visible usage marks and scratches on the instrument. Furthermore, peeling of the insulation was found near the tip which indicates application of unintended mechanical forces. The root cause most likely is unintended mechanical damage by customer. No indication for a material or manufacturing related issue was found during the investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Needle broken off in patient and removed via curettage. Prolonged operation time due to extra curettage.